Event description:
It was reported that the patient experienced syncope and ventricular tachycardia (vt). Review of the transmission revealed loss of high-voltage (hv) therapy on the patient¿s implantable cardioverter defibrillator (ICD) as the vt was outside of the detection rate. Programming changes were discussed, no intervention was reported. The patient¿s condition remained stable.